Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection. Reportedly, this ra lead which was still attached to the device that was removed from the left-sided pocket and taped to the chest for pacing back-up. Also, the pocket was left open to help clear up any infection. There were no additional adverse patient effects reported. Subsequently, the ra lead was explanted as a new system was implanted.